Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a open skin irritation under the lifevest equipment. The patient described the area as itchy skin irritation that has started to bleed due to scratching. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse informed the patient to use cortisone cream for the skin irritation. Follow up indicated that the skin irritation improved.